Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle") and abdominal pain lower ("cramping"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were occluded bilaterally. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle"), abdominal pain lower ("cramping") and genital haemorrhage ("abnormal genital bleeding"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia and abdominal pain lower had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff crochet's symptoms resolved following her explant surgery, but she is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious permanent injuries. Discrepancy noted as insertion date (B)(6) 2013 and removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes were occluded bilaterally. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle"), abdominal pain lower ("cramping") and genital haemorrhage ("abnormal genital bleeding"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia and abdominal pain lower had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff crochet's symptoms resolved following her explant surgery, but she is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious permanent injuries. Discrepancy noted as insertion date (B)(6) 2013 and removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes were occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : event genital bleeding was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle"), abdominal pain lower ("cramping") and genital haemorrhage ("abnormal genital bleeding"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia and abdominal pain lower had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff crochet's symptoms resolved following her explant surgery, but she is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious permanent injuries. Discrepancy noted as insertion date (B)(6) 2013 and removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes were occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle") and abdominal pain lower ("cramping"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff (B)(6) symptoms resolved following her explant surgery, but she is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.